Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to weak circulation pump. The arctic sun 5000 was evaluated upon receipt. Circulation pump was found to have low flow issues causing the alert 113 (reduced water temperature control). Circulation pump was serviced. Device underwent full pm service. Mixing pump was serviced. Heater, manifold coin cell, drain valves, and o-rings were replaced. Device was put through a functional check and pre-cal after the repair. The device was placed on a ctu calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been on therapy for quite some time in an arctic sun device and should be completed tomorrow morning. Device had been alerting low flow and air leak. Water flow rate (wfr) was 1.5 l/m. 4 pads were connected. Device was maintaining patient temperature so concerned but wanted to check on this alert. Nurse had been turning patient according to orders. Walked through stop therapy, drain, and disconnect and reconnected holding nowhere near clear connectors. All lines were straight with no bends or kinks. Good air flow to the back of the device and vent was clear from dust. Restarted therapy and device alerted 113 (reduced water temperature control). System diagnostics were outlet monitor temperature (t1) was 33.9c, outlet control temperature (t2) was 33.9c, inlet temperature (t3) was 34.9c, chiller temperature (t4) was 6.7c, water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -7.2 psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 0, heater was 69 percentage, water reservoir level (wrl) was 5, system hours was 2399.1, pump hours was 2288.9. Large number of bubbles in right and left thigh pads. Discussed testing and swapping out pads but nurse noted since device was maintaining, and patient had short amount of time left with therapy. Explained if flow rate (fr) dropped anymore, water temperature (wt) was did not respond to patient temperature (pt) was changes or alert 113 returns to call back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had been on therapy for quite some time in an arctic sun device and should be completed tomorrow morning. Device had been alerting low flow and air leak. Water flow rate (wfr) was 1.5 l/m. 4 pads were connected. Device was maintaining patient temperature so concerned but wanted to check on this alert. Nurse had been turning patient according to orders. Walked through stop therapy, drain, and disconnect and reconnected holding nowhere near clear connectors. All lines were straight with no bends or kinks. Good air flow to the back of the device and vent was clear from dust. Restarted therapy and device alerted 113 (reduced water temperature control). System diagnostics were outlet monitor temperature (t1) was 33.9c, outlet control temperature (t2) was 33.9c, inlet temperature (t3) was 34.9c, chiller temperature (t4) was 6.7c, water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -7.2 psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 0, heater was 69 percentage, water reservoir level (wrl) was 5, system hours was 2399.1, pump hours was 2288.9. Large number of bubbles in right and left thigh pads. Discussed testing and swapping out pads but nurse noted since device was maintaining, and patient had short amount of time left with therapy. Explained if flow rate (fr) dropped anymore, water temperature (wt) was did not respond to patient temperature (pt) was changes or alert 113 returns to call back.